Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 408 mg/dl. Customer¿s other blood glucose value: 177 mg/dl, 101 mg/dl. The customer treated high blood glucose with insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer was wearing insulin pump within 48 hours of the reported event. The drive support cap of the insulin pump was normal. The insulin pump will not be returned for the analysis.